Event description:
Acute worsening liver failure [hepatic failure]. Case description: initial information received on 14-oct-2015: this spontaneous medical device report was received from healthcare professional concerning a patient of unknown age and gender. Additional information was received from the same healthcare professional on 22-oct-2015. The patient's medical history included hepatocellular carcinoma and cirrhosis. Information regarding concomitant medications was not provided. The patient received a therasphere dose, lot and expiration date unknown, on an unknown date. On an unknown date, the patient developed acute worsening liver failure within 1-2 weeks of therasphere treatment and then died within 30 days of treatment. The healthcare professional assessed that, given the timing of the adverse events, the acute worsening of liver failure was deemed to most likely be from the therasphere. The company assessed the event of acute worsening of liver failure as serious. Follow-up was initiated with the healthcare professional. Case comment: hepatic failure is considered listed according to therasphere current reference safety information. In agreement with the reporter, given the timing of the adverse events, the company considered the acute worsening of liver failure as related to therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.